Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 214mg/dl. The customer disconnected from their infusion set site and performed a test bolus; an additional occlusion alarm occurred during the test bolus delivery. A system check was performed and the occlusion was found to be within the cartridge. The customer was to perform a cartridge and infusion tubing change to address the occlusion alarms.